Event description:
It was reported that a patient received an alert for low, out of range hv lead impedance. When the patient presented in-clinic, increased capture threshold and decreased r-wave amplitude were observed. It was noted that the patient had a history of twiddling the device. Lead dislodgement was observed via x-ray. Lead replacement is planned.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
New information received indicates that the lead was explanted.

Event description:
Additional information received indicated that the patient was in excellent condition post-procedure.